Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In previous report section b5 was mentioned incorrectly, correct b5 should be - the patient alleged visualization of particles, congested chest. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found brown and dust-like contamination and tiny hairs all over the exterior of the enclosure, white and black unknown dust like contamination and very small potential hairs at the air input of the blower box, black contamination with keratin at the air outlet of the blower box, white dust contamination on the top of the blower motor. Also found potential mineral deposits on the bottom of the blower motor, indicating potential water ingress. The manufacturer received humidifier and found brown and dust-like contamination and tiny hairs all over the exterior of the enclosure and on the heater plate, unknown brown and black contaminants and dark-colored hair strands inside of humidifier box and unknown white contamination on the air inlet tube seal, unknown brown contamination in the iso port seal area, water tank had brown, black and mineral deposits all throughout the tank. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contamination found were consistent with contamination of dust, keratin, hairs in the device, mineral deposits consistent with water ingress. Also concludes multiple contamination found were consistent with contamination of dust, hairs, mineral deposit in the humidifier. There was no evidence of sound abatement foam degradation. In this report, section d9, d10, g3, h3, h6 has been updated or corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.